Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 12mg/ml at 6.594mg/day and bupivacaine 5mg/ml at 2.7476 mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included neuropathy, degenerative bone disease, degenerative disc disease, spinal stenosis, rheumatoid arthritis and osteo arthritis. Per the reporter, the patient was in a wheelchair and living with excruciating pain every day. The patient¿s representative reported that for the last 5 years the patient had been in so much pain and had been in pain since the implant. The pump/therapy had done nothing for the patient. Per the reporter, the patient had been seeing a physician, and the patient had been reporting to them they were not getting any pain relief, and the physician would not listen to the patient or do anything about it, and never checked to see if the catheter was blocked. The patient went to a different physician and the physician tried many times to pull fluid out of the catheter but was not able to. They did an x-ray, and the physician said the catheter was kinked or clogged. The physician recommended replacing the catheter. The patient¿s representative stated the patient¿s other physicians have recommended the patient not be put under due to other issues the patient had. The other physicians said there is a chance the patient would not wake up or a chance of paralysis. The patient was considering having the pump removed and just doing oral medications. Additional information was received on 2025-07-21 from the healthcare provider via the company representative who reported that at this time the physician was checking to see if the patient would have cardiac clearance for a possible catheter revision. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.